Manufacturer narrative:
Philips service replaced the amc triple servo drive hp-lp-lp and calibrated the geometry. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry failures occurred due to defective amc triple servo drive on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.